Manufacturer narrative:
Damaged articulating mechanism. Evaluation summary: the analysis showed that the atg45 device was received with the articulation mechanism damaged. The device was received with a cartridge loaded in the device; the cartridge was received fully loaded with staples. The device was tested for functionality with the returned cartridge and the device fired, cut and formed all the staples as intended. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection, while using atg45, the closing lever was not working and cartridge was not working. The procedure was prolonged by 180 minutes.